Manufacturer narrative:
N/a.

Event description:
The following has been reported: the customer reported that the equipment was generating an alarm and failing to stop. The maintenance engineer inspected the unit and found it powered off. After performing a diagnostic check, the engineer identified a fault in the screen display. The defective part was replaced, and the equipment was restored to normal operation reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the display has been replaced, that solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective display but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.